Manufacturer narrative:
Model # and premarket identification are unknown. No product information has been provided to date. No lot or serial number was provided therefore, a device history record DHR review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer's pumps are having high pressure alarms from time to time and they have to disconnect the cassette, push down on the flow stop, massage the tubing then reattach the cassette in order to fix the issue. The issue was reported to have occurred multiple times over a long period of time. No patient injury was reported.